Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, heart failure, tricuspid regurgitation, pacemaker, coronary artery disease. Complications reported included death; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2 death date is estimated. B3 event date is estimated. Literature attachment: tricuspid regurgitation disease stages and treatment outcomes after transcatheter tricuspid valve repair

Event description:
The article "tricuspid regurgitation disease stages and treatment outcomes after transcatheter tricuspid valve repair" was reviewed. The article presented a prospective multi center study, to evaluate the association between disease stage and outcomes following tricuspid transcatheter edge-to-edge repair (t-teer). Devices mentioned include triclip and pascal. The article concluded that patients presenting in an intermediate stage may respond favorably to t-teer in terms of survival as opposed to conservative therapy. [The primary author and corresponding author was dr philipp lurz at gutenberg-university, mainz, germany with corresponding email alurzphil@uni-mainz.de.]. The time frame of the study was 2010 to 2017. A total of 1885 patients were included in this study, of which 1300 underwent t-teer where an unknown amount received an abbott device. The average age was 79 and majority gender was female. Comorbidities included atrial fibrillation, heart failure, tricuspid regurgitation, pacemaker, coronary artery disease. Peri and post-procedural complications included death.